Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was not impacted. A system check was performed and the pump performed as intended. The customer declined to remove their infusion site to inspect the cannula for any damage. Reportedly, the customer wears the pump against their skin. Tandem technical support advised the customer to avoid abrupt temperature changes to the pump.